Event description:
It was reported that the patient fell, breaking his ribs, approximately three months ago. Following the fall the patient experienced intermittent stimulation and a shocking or jolting sensation on the right side while stimulation was turned on or off. He kept the implant turned on since stimulation was still helping. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3998, lot# v008638, implanted: 2006-(B)(6), explanted: na, extension model 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: na, accessory model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4).

Manufacturer narrative:
Concomitant: product ID 3998, lot# v008638, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v008638, product type lead. (B)(4).

Event description:
Additional information received reported the patient experienced an injury at work on (B)(6) 2011 and had a shocking or jolting sensation. It was noted the implantable neurostimulator (ins) was shocking the patient and they ended up having a lead replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the lead that was replaced had been broken. The lead was said to have "popped loose" and the issue was fixed. It was unknown what had happened during the procedure and the patient was "knocked out."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v008638, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator. Patient mentioned the previously reported issues regarding the pns lead implanted along their ribs. Patient said that they had to turn stimulation up so high on the pns lead that it became painful and it caused his chest muscles to cramp. This was visually present in a three inch band of chest muscles cramped up on his chest. Patient also mentioned that the healthcare professional (hcp) had to move the lead from it's original placement because it was not capturing his pain. Patient eventually had the pns lead turned off.